Manufacturer narrative:
(B)(4). No sample will be made available for analysis. Investigation efforts are ongoing under related customer complaint (B)(4). Information has been added to the database for trending purposes.

Event description:
The company received a report that a leak was discovered shortly after insertion. Customer reported that replacement of the tube was required. (B)(4).